Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional nc trek devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified, left anterior descending coronary artery. The 2.5x6 mm nc trek balloon dilatation catheter failed to cross the target lesion due to the anatomy and the proximal shaft separated. The same issue occurred with 2.50x8 mm and 2.75x6 mm nc trek devices.; the devices failed to cross the target lesion due to the anatomy and the proximal shaft separated. The separated portion of the nc trek devices were simply withdrawn. An attempt was made to complete the procedure with a non-abbott bdc however the same issue occurred thus the procedure was discontinued. There were no adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.